Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, an additional issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 290 mg/dl. The customer was able to reload a cartridge successfully, and delivered a correction bolus to address bg levels. The customer will continue to use the pump for continued insulin therapy.